Manufacturer narrative:
This notification previously reported for review due to an allegation of ds2adv auto CPAP device where the machine was turning off once it was turned on and was unable to be used. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center and the service center confirmed that the pca was burnt. In addition, the service center has been instructed to return the device to the product investigation lab (pil) for further investigation. The device was forwarded to pil. They pil confirmed the thermal damage of the pca.

Event description:
This notification was opened for review due to an allegation of ds2adv auto CPAP device where the machine was turning off once it was turned on and was unable to be used. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center and the service center confirmed that the pca was burnt. In addition, the service center has been instructed to return the device to the product investigation lab (pil) for further investigation. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.